Event description:
It was reported that when the pt went to the e.r. In 2002, it was noted the distal stent had broken and the proximal stent had become obstructed. The two stents had originally been placed in the pt in 2001. Intervention was required to place a plastic stent endoscopically. No further complications were reported.